Event description:
It was reported the 511sd and 511sl were used during a laparoscopic nissen. It was reported the top gasket leaked carbon dioxide. The surgeon ran the insufflator on high for the entire case. The case was complete with the device. There was no consequence to the pt.